Manufacturer narrative:
(B)(4). This device is not sold in the us. The most similar 510(k) number has been provided. Attempts are being made to obtain additional information. Upon receipt of that information or upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the customer, a codman microsensor had incorrect readings. Malfunction of the intracranial pressure sensor (fiber). Pressure reading was around 60 while the controlled pressure on the dve (reference value) is 5. The sensor had been changed 48 hours before resuscitation, then there were signs of dysfunction after a few hours. The incorrect readings caused a false diagnosis of intracranial hypertension motivating unjustified and risky maximal management (deep hypothermia, nesdonal, and discussion of a craniectomy) over several days. The device is available for analysis.

Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and finished good manufacturing records could not be reviewed. A review of quality records for the sensor component found that the device conformed to specification when released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.